Event description:
During use of the device for a non-clinical activity, the user reported that over time, they had to change the lightbulbs on the gooseneck lamps frequently. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.